Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of an electrogram, the asymptomatic patient experienced ventricular tachycardia, but the implantable cardioverter defibrillator did not deliver high voltage therapy. No intervention was performed and the patient¿s condition was stable before, during, and after the event.